Manufacturer narrative:
The system controller was not returned for evaluation; however, the backup battery was received. The evaluation of the returned backup battery revealed that the backup battery was manufactured on november 20, 2012. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Per design, on (B)(6) 2015, the system controller would have alarmed with a backup battery fault due to the clock reaching the backup battery expiration month. The returned backup battery was installed in a test system controller and connected to test equipment. The system controller was powered on and the backup battery fault advisory alarm was displayed. The system monitor displayed the backup battery¿s manufacture date and indicated the battery life was at 0 months. When external power was removed from the system controller, the system continued to operate supported by the returned backup battery. Based on the evaluation the system performed as designed. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The serial number of the primary system controller was not provided, therefore, the approximate age of device, device unique identifier (UDI), and manufacture date are unknown. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a yellow wrench alarm displaying, ¿replace controller/call hospital contact" was observed by the patient. The patient was unsure what the actual alarm was but thought it said ¿internal battery fault¿. The patient was with family at the time of the alarm and replaced the primary system controller to the backup without difficulty; however, once the system controller was exchanged there was another yellow wrench alarm showing "clock not set." The patient was asymptomatic during the events. The patient silenced the alarm per direction from the vad coordinator and presented to clinic the next morning. A new primary system controller was provided to the patient and new backup batteries were placed into primary and backup system controllers in clinic.

Manufacturer narrative:
The system controller and backup battery were not returned for evaluation. As the backup battery serial number was not provided, the manufacture date of the backup battery could not be confirmed. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Based on the reported event, the system controller would have alarmed with a backup battery fault if the backup battery expiration month was reached. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). No further information was provided. The manufacturer is closing its file on this event.